Manufacturer narrative:
Additional narrative: date of device breakage is not known. This report is for an unknown tibia plate. Part and lot numbers are unknown; UDI number is unknown. Date of implant is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant device therapy date is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a locking compression plate (lcp) medial distal tibia plate and an unknown number of screws for a tibia fracture on an unknown date. A non-union and broken plate was noted on an unknown date. Patient was returned to surgery on (B)(6) 2017 and revised to a total hip arthroplasty along with a trochanteric re-attachment device (implant with pre-assembled cables), two 14mm titanium large fragment screws, and two cables with t25/t15 cerclage buttons to repair the 4-part proximal femur fracture. The fracture was reconstructed without issue or surgical delay. The procedure was completed successfully and the patient was reported as stable. Concomitant devices reported: screws (part number unknown, lot number unknown, quantity unknown). This report is for one (1) distal tibia plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Revision surgery has not yet been scheduled. Device has not been explanted. Device was used for treatment, not diagnosis. Initially reported that revision took place on (B)(6) 2017. Correct to revision has not yet been scheduled. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a locking compression plate (lcp) medial distal tibia plate and an unknown number of screws for a tibia fracture on an unknown date. A non-union and broken plate was noted on an unknown date. A revision surgery is planned but has not yet been scheduled.

Manufacturer narrative:
Date previously reported in (B)(4) was (B)(6) 2017, should have been (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.